Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The power over ethernet (poe) injector was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera did not work. The software was stating that the camera was not connected, and there were no leds lit on the camera. It was also noted that the camera laser did not work. To troubleshoot this issue, the non-working camera was swapped with a known working camera. The non-working camera was functional on another medtronic navigation system and the working camera did nothing on the initial system. This indicated that the issue was possibly related to a camera cable or wire. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: (B)(4). Device evaluation: the power over ethernet (poe) injector was returned for evaluation. Visual/physical examination and functional testing were performed, and the reported issue was able to be duplicated. The poe injector was tested and when a camera was connected to the out port, the led stayed red and did not power on the camera. It was determined that there was an electrical failure with the poe injector. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.